Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was not allowing the user to send archive image data. Further info was rec'd indicating that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.